Event description:
The customer reported that there was no image after exposure, just noise. There was an artifact in two images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service rep was not able to duplicate the problem. He replaced the ref pc board and the flat cables as a precaution. He also changed the ac adapter. He performed the calibration and self tests, and all functions met specs. (B)(4).